Event description:
It was intended to treat a lesion with 65% calcification in the mid cx artery with an integrity 2.25x22mm rx bare metal stent . The lesion was first pre-dilated with a sprinter legend balloon to 14 atm. The integrity device was inspected prior to use with no issues noted. During advancement of integrity device to the target lesion, resistance was noted and the device could not cross the lesion. On withdrawal of the device it was noted that a strut of the stent was lifted. The lesion was pre-dilated again and another 2.25x22mm integrity rx bare metal stent was used successfully to treat the lesion. No patient complications or clinical sequelae were reported. The delivery system was returned for analysis, the stent however was not. Evaluation summary: the device was returned for analysis. The stent delivery system was returned, the stent was not present on the delivery system and did not return with any packaging. Crimp impressions of the stent were evident along the balloon length providing evidence that the stent had previously been present on the balloon. The distal tip of the device was slightly stubbed.

Manufacturer narrative:
Evaluation results: patients condition affected the effectiveness of the device (lesion morphology - calcification <(>&<)> vessel resistance). Deformation problem. Evaluation conclusions: device failure related to patient condition (lesion morphology - calcification <(>&<)> vessel resistance). (B)(4).